Event description:
A site stealth coordinator reported a 1cm inaccuracy with the microscope, in the anterior direction. Confirmed the scope probe was accurate and the heads up display (hud) of the microscope was being used after incisions were made on the pt. The surgeon continued to use the scope for the remainder of the case, using the scope probe to check accuracy. The cranial procedure was completed successfully with the use of the polestar integration system. There was no impact on the pt outcome.

Manufacturer narrative:
Software investigation was completed. The use of the tumor overlays was not completely understood by the operating room staff. The medtronic investigator found the microscope to be accurate. Software found to be functioning as designed.